Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary fc-4east drawer failed and displayed a failed to stay closed error message. The customer informed that the drawer would not open, prevented them from performing a recovery procedure.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6)was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system drawer failed to stay closed. A field service engineer (fse) found auxiliary full-height (fh) drawer 4 was not detected as closed. The back panel was removed, and the latch sensor light was off. The latch assembly was inspected, and the magnet was found missing from the inseparable. The inseparable was replaced, the device was reassembled, and the station was rebooted. The latch sensor light powered on successfully, and the back panel was reassembled. The customer successfully recovered the drawer without issues, resolving the issue. The system functioned as intended after the field service engineer repaired the device.